Manufacturer narrative:
Attachment: user facility mandatory medwatch report. The device is expected to be returned for investigation. It has not yet been rec'd.

Event description:
User facility mandatory medwatch rec'd the stated: "nurse saw air in IV line (tubing) leaving the infusion pump. The nurse stopped the infusion before any air reached the pt. The pump was removed from svc and biomed brought the pump to the biomed shop." Upon further query, the following info was provided that indicated the device did not alarm when air was present distal to the device. At an unspecified time, the device was programmed to deliver an unspecified solution. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that the "pump was still pumping while an air bubble was seen in the pump output line." The pump was removed from clinical svc. Therapy was resumed using a replacement pump. No air was delivered to the pt. There were no reported adverse pt effects. No medical interventions were reported. During testing at the user facility, testing was conducted using "the IV set that was in use at the time of the problem gave a "cassette" alarm and would not pump. After a new tubing set was selected, the pump gave no errors." Though requested no add'l info was provided.